Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Asr revision. Asr resurfacing- right. Reason(s) for revision: unknown. Update - updated reason for revision and revision date, and hospital taken from claimsuite dated (B)(6) 2013. Reason(s) for revision: alval / soft tissue reaction. Update - amended revision date taken from claimsuite dated (B)(6) 2014. Update scf 57 received (B)(6) 2014. Additional surgeon and reason for revision added. Hospital name amended. Reason(s) for revision: alval / soft tissue reaction, pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Asr revision, asr resurfacing- right, reason(s) for revision:unknown.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Asr revision. Asr resurfacing- right. Reason(s) for revision:unknown. Update - updated reason for revision and revision date, and hospital taken from claimsuite dated 17th july 2013. Reason(s) for revision: alval / soft tissue reaction. Update - amended revision date taken from claimsuite dated 25th jan 2014. Update scf 57 received 28th jan 2014. Additional surgeon and reason for revision added. Hospital name amended. Reason(s) for revision: alval / soft tissue reaction, pain. Update: 1 july 2015. Attached scf which does not state which hip side it is for nor provide a revision date. Queried hip side and revision date to confirm that the scf is related to this revision. Also attached the query. Updated manufacture and expiry dates for cup and head ((B)(4)).